Event description:
Related manufacturing ref: 3005334138-2018-00492, 3008452825-2018-00413. At the end of an atrial fibrillation procedure, a tamponade occurred. Following the procedure, prior to the patient waking up, the patient became hypotensive and a transesophageal echo revealed a tamponade. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.